Event description:
Per the clinic, open circuits were noted on 3 electrodes since (B)(6) 2025. On (B)(6) 2026, open circuits were noted on 6 electrodes and now has progressed to 10 open electrodes. Reprogramming attempts were made; however, the issue could not be resolved. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report.

Event description:
Per the clinic, the patient also experienced performance decrement with the device use. Subsequently, the device was explanted on (B)(6) 2026, and the patient was reimplanted with another cochlear device during the same surgery.